Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and inspected the insertion needle for burrs/hooks and dull needle tip defects, and none were found. The introducer needle passed per specification. Unable to confirm the adhesive anomaly due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer misplaced their fingers on the sensor pedestal and broke the needle. The patient's blood glucose at the time of incident was 7.8 mmol/l. No products were returned and a replacement sensor was shipped to the customer.